Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.

Event description:
Pt was implanted with prodisc-c at c5-c6 with a zero-p plate at c6-c7 at the same time. Pt was returned to operating room for removal of prodisc-c as it appeared the superior plate had migrated anterior. Pt was revised at c5-c6 to another zero-p plate, c6-c7 has fused.